Event description:
A customer reported that during a procedure, the illumination output was low on ports 1 and 2. The case was completed using the same equipment. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The lens in the table top illuminator was determine to have been cracked and was replaced as a result. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 7, 2009. Based on qa assessment, the product met specifications at the time of release. Table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator and known good lamp was installed into a calibrated system. Functional testing found lumen output to be on the low end specifications. The returned tt illuminator was then disassembled and two cracked aspheric collimating lenses were found in both ports of the optics module. Cracked lenses can produce poor illumination. An internal investigation was opened to address this issue. The root cause of the reported event can be attributed to a cracked aspheric collimating lens. How or when the lenses became cracked cannot be determined conclusively. An internal investigation was opened to address this issue. (B)(4).